Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, the pump exhibited sporadic beeping. It was reported that the patient disconnected the pump and switched to back up device. Reported that infusion is life-sustaining no patient consequences were reported. No adverse effects were reported.